Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after the sgc was in the left atrium (la), while aspirating, the side port of the sgc cracked when putting on a three-way syringe and air was inducted into the system. Aspiration was performed to remove the air from the device, but the issue occurred again. Therefore, the sgc was removed and was replaced. Two clips were implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after the sgc was in the left atrium (la), while aspirating, the side port of the sgc cracked when putting on a three-way syringe and air was inducted into the system. Aspiration was performed to remove the air from the device, but the issue occurred again. Therefore, the sgc was removed and was replaced. Two clips were implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported cracked flush port luer was confirmed via device analysis. Additionally, the flush port luer was observed to be broken. The reported leak could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, the sem results and the returned device analysis, the reported cracked and observed broken flush port luer resulting in a leak was due to environmental stress cracking. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.